Event description:
The customer reports the lancet did not retract into the lancet device and that he accidently stuck himself on the exposed lancet. No report of an adverse event. The customer does not have the lancet device for return, but a replacement was sent.

Manufacturer narrative:
The customer does not have the lancet device to return.